Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The surgeon was clipping bile duct and observed the applier jaws scissoring, sales rep also observed jaws scissoring. Surgeon was not twisting/applying torque to device when firing. Was using downward pressure on bile duct when firing. Device fired normally outside of abdomen on back table. Another like device was opened and the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.